Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The error message was appearing when an endoscope was connected to a connector. It was also noted that the maj-1430 coiled cable was not permanently connected. It was being disconnected and reconnected when in use. The contacts in the socket were noted to be slightly dry. Those contacts were cleaned, and a functional test for performed and successful. If the problem occurs again, the sockets will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their evis exera iii video system center was producing an e315 "unsupported scope" error code and "the endoscope cannot be detected by the cold light source." Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h10, the product was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause of the error could not be identified since the product was not returned for inspection (note: e315 is a message for unsupported scope connection). However, service report confirmed the phenomenon and a functional test was performed successfully. Olympus will continue to monitor field performance for this device.